Event description:
The patient had an MRI, but the pump was not read until 2008. The health care professional (hcp) noticed the stall alarm and knew pt had an MRI, but was not aware of the telemetry mode issue and thought that the pump was actually stalled despite the fact that the actual and expected residual volumes matched. Because of this, the pump was turned down to a much lower dose since the hcp thought that the pt had not been getting drug for a few weeks. The medication being delivered via the pump was not reported. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This device is included in the medical device safety alert, important information on potential MRI effects physician communication (2008).